Event description:
A patient reported blood glucose results of "230 mg/dl" with a lifescan meter and "140 mg/dl" on a laboratory device, performed within 20 minutes of each other. Between the tests ehre was no intervention that would be expected to change the blood glucose. The customer care representative walked the pt through two consecutive control solution tests and the results fell outside the specified range. The meter, control solution, and test strips were replaced.